Event description:
Removal of dental implant. Failed implant. At time of implant there was mobility. Pre-load. No additional information provided. Date of implant: (B)(6) 2013. Date implant removed: (B)(6) 2013.

Manufacturer narrative:
This reported event has been determined to be an early implant failure. Early implant losses suggests that the source of the problem is likely to stem from procedural errors, lack of osseointegration, and/or post-operative complications. The loss of integration or non-integration of endosseous dental implant is a known inherent risk of the procedure.